Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12633. It was reported the patient experienced autoreducing. Diagnostics showed high impedances on both leads. An x-ray also indicated a fracture on the s1 lead. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the leads were explanted and replaced to address the issue.